Manufacturer narrative:
The returned device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second steerable guide catheter referenced will be filed under a separate MFR.

Event description:
This is filed to report the leak noted in the first steerable guide catheter (sgc), lot 90911u254. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with scoliosis and a rotated heart. The steerable guide catheter (sgc) was advanced to the left atrium and the dilator was ready to be removed. During removal of the dilator, as per the instructions for use, aspiration was performed and fluid was expected to be aspirated during this time. In this case, during dilator removal, air was being aspirated and it was thought that perhaps the tip of the sgc was creating a vacuum by being against the left atrial wall, but procedural imaging confirmed this was not the case. The sgc was removed and outside the patient, fluid was noted to be leaking from the hemostatic valve. No air had entered the patient from the sgc device issue. Another sgc was used in the procedure, but a hematoma on the atrial wall was noted during use of the second sgc. The procedure was aborted, but will be rescheduled at a later date. No additional information was provided.